Manufacturer narrative:
Continued d.10. Concomitant therapies: amlodipine, furoate, mometasone, citalopram, betaderm, and irbesartan. Continued h.6. Health effect - impact codes: f2303. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of hernia, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 2.3ml of harmonyca lidocaine. About one month later the patient received touch-up injections with 1.1ml of harmonyca lidocaine. The patient was concomitantly treated with topical pre-treatment anesthesia and concomitantly takes amlodipine, furoate, mometasone, citalopram, betaderm, and irbesartan. Approximately seven months and a half after the touch-up injections the patient experienced non device related ¿hernia¿. About three weeks later, patient was hospitalized and underwent a hernia surgery. Patient was also treated with hydromorphone. The event resolved the same day. This is the same event and the same patient reported under MDR ID# 3005113652-2024-0011045 (abbvie complaint # (B)(4). This MDR is being submitted for the 2nd (touch-up) injection.